Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's levels had been between 400mg/dl and 600mg/dl. The customer had treated with manual injections. It was reported that the customer had changed out their infusion set. It was reported that the customer had consumed soda and juice and their levels spiked. It was reported that the customer had been advised to seek emergency assistance. It was reported that the customer's levels were brought down to 100mg/dl range. It was reported that the customer was on manual injections. It was reported that the customer needed no further assistance at this time.